Event description:
It was observed during the device inspection, the video connector unit pins were bent on the video processor. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. The definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction was possible impact of the bent video connector unit pins. Normal connection cannot be done. And it caused that communication abnormality with the camera head occurs and then black screen is displayed. The subject event can be detected and prevented, by implementation in accordance with the below IFU: video system center/olympus cv-170: 5.3 connection of an endoscope. 1. Confirm, that the video system center and all connected devices are turned off. 2. Confirm, that the electrical contacts inside the video connector socket of the video system center are not damaged. 3. Confirm, that the connectors on the scope side pin connector and the center side pin connector of the videoscope cable are not damaged. 4. Connect the endoscope connector of the videoscope to the output socket of the video system center securely. (See figure 5.4). 5. Push the video connector of the videoscope cable into the video connector socket of the video system. Center all the way, until it clicks. Holding the video system center with a hand, so that it will not move. Confirm, that the ¿up¿ mark. Faces upwards. Figure 5.5. 6. Connect the scope side connector of the videoscope cable to the endoscope (see figure 5.4), referring to the instruction manual for the endoscope. Olympus will continue to monitor field performance for this device.